Event description:
The wire loop of a resectoscope cutting loop electrode broke during an endoscopic procedure. Another cutting electrode was then used and the case was completed. No pt problems were reported.